Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically attributed to user mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Failure analysis investigations did not replicate nor confirm the customer reported complaint "lack of power in the gripper". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the energy delivery test. The energy delivery test was performed with the grip tips in various orientations and passed. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, but the instrument has not yet been returned. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the maryland bipolar forceps instrument 420172-17 / n10190301 642 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sh1527 for approximately 16 minutes. The alleged event occurred on the 4th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the arcing event. The customer provided an image of the instrument that is consistent with the alleged complaint of, ¿lack of power in the gripper in the fourth life of use, when removing the gripper from the robot, it is observed that it has a groove, we repeated the use to make sure that it remained without energy.¿ advanced failure analysis engineering and clinical development engineering reviewed the image provided and thermal damage between the instrument grips was identified and it appeared the conductor wire has a slight breakage from the grip-crimp location, causing some wire to be exposed. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps could not be energized. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on 31-aug-2021. The customer reported that at the beginning of the procedure, the surgeon pressed the pedal and had no energy. Reportedly there were no instrument collisions. It was observed that the coated part where the steel cables pass, had a groove with thermal damage in this slot.